Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert transmission was received for charge time out on the device was observed. Patient was asymptomatic. Programming changes were made. Patient was stable and will be monitored remotely.